Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported "rupture of the endobag containing the anatomical specimen inside the patient. No clinical consequences apart from an additional 5-10 min of operating time due to the extra maneuver of replacing the trocar and the use of another endobag of a different reference and capacity". The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported "customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR was completed. The review of the DHR revealed no production issues at the time of manufacture of the complained lot. The reported defect cannot be confirmed because the defective device was not returned for examination. The root cause of this complaint cannot be clearly determined because of unavailable defective device so the root cause of this complaint was determined as "undetermined/unknown". As the root cause of this complaint was not determined, no corrective/preventative actions in production are deemed necessary to introduce." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported "rupture of the endobag containing the anatomical specimen inside the patient. No clinical consequences apart from an additional 5-10 min of operating time due to the extra maneuver of replacing the trocar and the use of another endobag of a different reference and capacity". The patient status is reported as "fine".